Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The pusher assembly was found broken and the release wire had been pulled back. The implant likely detached when the release wire was retracted.

Event description:
It was reported that the coil could not be detached. Upon removal, the coil detached outside of the catheter. No pt injury reported.